Event description:
It was reported to boston scientific corporation that a spybasket was used in the bile duct until left liver during a cholangioscopy and stone extraction procedure on (B)(6) 2025. During the procedure, the physician inserted a spyscope into the bile duct, advancing it toward the left hepatic duct to extract impacted stones using a spybasket. As he approached the stone and attempted to deploy the basket, he injected physiological saline. At that moment, the image feed stopped abruptly. Multiple attempts were made to reconnect the spyscope, but they were unsuccessful. The physician then tried to retrieve the catheter without visualization, during which the dormia basket broke. To continue the procedure, a second spyscope was used to perform laser lithotripsy. The broken dormia basket was successfully removed from the biliary duct using a spybite max. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detached.